Event description:
Patient was present for a routine 6-week follow-up examination and the surgeon noticed on x-ray that one or more screws had backed out of the cervical plate. The patient was subsequently revised to replace two cervical screws. The cervical plate was undamaged and remains implanted.